Event description:
Subsequent to the initial medwatch report, return device analysis revealed that the stent was returned dislodged from the balloon in a small plastic bag. Additional reported information indicates that the loose stent dislodged in the patient anatomy during the first and only attempted advancement. The dislodged stent was ultimately retrieved using the 2.75x28 rx xience v stent delivery system balloon and could not be re-used due the stent dislodgement. No additional information was provided.

Event description:
It was reported that during a procedure to treat a de novo lesion in the circumflex pre-dilatation was performed with two unspecified balloon catheters. A 2.75x28 rx xience v stent delivery system (sds) was advanced but could not cross the lesion. The 2.75x28 rx xience v sds was withdrawn from the patient's anatomy and another non-abbott balloon catheter was used for additional dilatation. Reportedly, the 2.75x28 rx xience v sds was re-inserted and advanced into the patient anatomy but could not be implanted because the stent was loose on the balloon (stent movement) and it was not possible to use the stent in this condition. Reportedly, the patient was medically managed without implantation. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: re-insertion. Evaluation summary: the device was returned for evaluation. The stent dislodgement was confirmed. The failure to advance/cross and loose stent could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - re-insertion. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.